Event description:
It was reported that during a colostomy reversal, the surgeon chose the device to use on the patient, the device was placed in the proximal bowel, dialed to the middle of the green on the indicator and felt resistance then fired the device. Once the device was fired the rep instructed the surgeon to turn the device based on the IFU to remove the device. There was one thin donut and the anastomosis completely came apart. According to the rn the distal tissue was scarred. Hand suturing was used to complete the procedure. There was no adverse consequence to the patient reported; the patient is still in surgery when this report was taken. Later it was reported by the surgeon the patient had thick distal tissue and was unable to take the whole distal wall, the proximal side was normal. The surgeon had to hand suture the anastomosis. The surgeon noticed that closing the device was not smooth. The patient received a temporary ileostomy. The patient experienced post op bleeding and has been given 3 units of blood. The patient is being brought back to surgery. Additional information: o.r. Rn had a conversation with the surgeon post op and he told her when the device was inserted through the rectum he had perforated the bladder at that time. He then hand sewed the area an d proceeded with the procedure as reported in the event description. Later it was reported by the surgeon the patient had thick distal tissue and was unable to take the whole distal wall, the proximal side was normal. The surgeon had to hand suture the anastomosis. The surgeon noticed that closing the device was not smooth. The patient received a temporary ileostomy. The patient experienced post op bleeding and has been given 3 units of blood. The patient is being brought back to surgery

Event description:
Additional information received on 7/19/2010: anastomosis was completed by hand. Patient just had a repair of colon; had to be revised. Patient has a lot, a lot of diverticulitis. Male patient still has the temporary ileostomy. Unknown when it will be reversed. Surgeon does not believe that the issues the patient is having are related to the issue with the device that occurred during the initial case.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time